Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as the serial number is unknown. Attempts to retrieve additional information are in process. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm aortic valve implanted in the aortic position underwent valve-in-valve procedure after an implant duration of six years, eight months, due to degeneration leading to high gradient. A 26mm transcatheter valve was implanted by transapical approach within the failing 27mm valve with no reported complication for the patient who was noted as to be doing well.